Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture cannot be determined; however, it may be due to patient factors (calcification of the annulus and leaflets). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6), during the implant of a 26mm sapien 3 valve, in the aortic position, for a bicuspid valve treatment after perfect positioning of the valve, the patient's blood pressure started to drop. A contrast acquisition was performed, and a pericardial effusion was observed below the left coronary artery, which was referred to as annulus rupture. Transthoracic access was performed to drain the fluid. Approximately 500 milliliters of blood was drained, and the patient's blood pressure stabilized. It was noted that the leak had been plugged and there was no more leak in the pericardium. The patient was weaned from the medications, and after the heparin reversal, the leak resumed, and a decision was made to continue to drain the blood. Although the patient remained stable, without inducing general anesthesia or intubation, a decision was made to perform open surgery to stop the leak. The patient underwent an open procedure and the s3 valve was explanted. The rupture site was unable to be accessed to repair the leak. A non-edwards surgical valve was implanted, and the patient was transferred for post-management care. As reported, everything went well during the surgery, a bav was performed in nominal volume without complications and proceeded with the sapien 3 deployment. The patient's annulus area measured 476.5mm, which would be compatible with a sapien 3 26; however, the decision was to take into account the high calcification rate in the leaflets, annulus and lvot and chose to inflate the valve with 1cc less volume. In addition, the patient had high degree of calcification in the bicuspid valve. Approximately seven days post-procedure, the patient continues to recover and is expected to be discharged soon.